Event description:
A dissection occurred during implantation of a 2.25mm diameter x 14mm length resolute integrity (rx) drug eluting stent in the 1st diagonal branch. Another resolute integrity stent was used to treat the dissection. No further complications were reported.

Manufacturer narrative:
(B)(4) inherent risk of procedure (dissection). (B)(4).